Event description:
The customer reported that the insulin pump's display went blank after a battery change. The customer reported changing the battery multiple times and the display stayed blank. The customer confirmed that the device had recently been dropped. During troubleshooting, the customer was still unable to get the device's display to return. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had blank display due to corroded battery tube. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.